Manufacturer narrative:
Event description: as reported, during a percutaneous nephrolithotomy (pcnl), an ncircle delta wire tipless stone extractor (reference patient identifier 388409), was kinked and it would not open or close. The issue was discovered prior to patient contact and the device was not used. An ngage nitinol stone extractor (reference this report), was used and "peeled" and would not open or close. A third unspecified extractor was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including complaint history, device history record (DHR), quality control procedures, manufacturing instructions, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation. The handle would move the basket, but basket would not form. Three wires were protruding from the sheath. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The returned device was found to have a basket that would not function. The basket wires on the proximal end of the basket had pulled free from the basket sheath, preventing the basket from opening when the handle was functioned. The cause for the damage to the basket could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl), an ncircle delta wire tipless stone extractor (reference patient identifier (B)(6)), was kinked and it would not open or close. The issue was discovered prior to patient contact and the device was not used. An ngage nitinol stone extractor (reference this report), was used and "peeled" and would not open or close. A third unspecified extractor was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.